Event description:
Hold jh 9/26a user facility reported to olympus that no image was present. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure. In addition, bezel damage was noted. An investigation was performed, which determined that the likely cause of the reported event was failure of the printed circuit board (qb board). A definitive root cause of the printed circuit board failure could not be determined. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem.